Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. The reporter indicated the lens had an excessive vault and the patient experienced blurred vision. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Event date: unk. Explant date: unk. (B)(4) - blurred vision; size incorrect for patient; (vaulting). Evaluation method: work order search. Results: a lens work order search was performed and one similar complaint was found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Manufacturer narrative:
Method: device history record review, medical review. Results: a review of the device history record was performed and nothing was found in the manufacturing, sterilization and packaging processes of this lens that was the root cause of the complaint. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that excessive vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.). To prevent any of these complications from occurring, staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect the outcome of the patient's vision. Conclusions: based on the complaint history, work order search, medical review and the device history record review, a probable cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).